Event description:
Customer response on (B)(6) 2024 I do not have any further details on the incident but know that it did happen at the start of patient use but there was no injury.

Manufacturer narrative:
Customer response confirms no patient harm. Patient grid updated.

Manufacturer narrative:
Investigation results: the complaint of a punctured catheter was confirmed and the cause appeared to be associated with use of the device. The 22g nexiva device was received with evidence of use. What appeared to be blood residue was observed in the catheter tubing. The needle was protruding through the catheter. As the needle protruding through the catheter rendered the device unusable, the damage likely occurred during the insertion process; otherwise, the catheter would not likely fill with blood residue. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needle went through the catheter. The following information was provided by the initial reporter. Is todays example of the plastic catheter sliced/poked through. I had another nurse tell me yesterday that they had the same thing but I am not sure that it was this close to the base.